Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse atrial flutter ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that while flushing faradrive air ingress through hemostatic valve was noted. No troubleshooting steps have been mentioned. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. It was further reported that there was the native dilator initially inserted, as well as an octaray mapping catheter. Air was being pulled into the faradrive when the farawave catheter was initially inserted, and the initial drawback of blood was done. Excessive bubbles were observed during draw back, coming into faradrive at the location of hemostatic valve/farawave insertion spot. The guidewire was pulled into farawave tip during insertion, at the tip. Not excessively pulled into farawave. No other issue has been reported.

Manufacturer narrative:
No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the external and internal hemostatic valves were found. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that during the farapulse atrial flutter ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that while flushing faradrive air ingress through hemostatic valve was noted. No troubleshooting steps have been mentioned. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. It was further reported that there was the native dilator initially inserted, as well as an octaray mapping catheter. Air was being pulled into the faradrive when the farawave catheter was initially inserted, and the initial drawback of blood was done. Excessive bubbles were observed during draw back, coming into faradrive at the location of hemostatic valve/farawave insertion spot. The guidewire was pulled into farawave tip during insertion, at the tip. Not excessively pulled into farawave. No other issue has been reported.